Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaking and was not working properly. The customer¿s blood glucose level was 220 mg/dl. The customer stated that the reservoirs not working properly. The customer reported that they had loosen the plunger to go up and down and gets the insulin to fill but it leaks out of the white cap and it came off. The customer was advised to report the issues with the lot info so that they can track it better. The reservoir will be returned for analysis.